Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e2324 incontinence. H6: health effect - clinical code - e0131 speech disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient uses a tandem pump as her display device. The patient was planning to change out the sensor that had failed when she lost consciousness. At that time her symptoms included dizziness, urinary incontinence, thirst, and she was ¿speaking gibberish.¿ although she was not able to maintain her balance, no fall was reported. The patient¿s husband brought her to the hospital (unspecified time), and she was admitted into the intensive care unit (ICU) for treatment and was discharged a week later. During a follow up telephone call with tech support on (B)(6) 2023, she confirmed she was discharged earlier that day, and was doing well. She did not remember details of treatments she received to stabilize her bg level. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.